Event description:
The customer reported that the device would not initiate and beeped. No patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of investigation.